Event description:
On (B)(6) 2023, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient experienced abdominal pain immediately after the procedure and was given IV apotel. On (B)(6) 2023, the patient continued to experience the pain, but it was milder, moving and internal. The patient was receiving depon 1000mg oral. The patient had a low grade fever of 37.3c in the morning, then 37.7c later in the day. The patient's physician prescribed augmentin 1g by mouth for seven days. The stoma was without inflammation. No diagnosis for the post procedural symptoms was provided.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of unknown post procedural complication that included symptoms of pain and low grade fever. Post procedural complications are known, labeled complications of peg-j placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.